Event description:
It was reported that during a tooth extraction procedure, the bur wobbled. It was also reported that there was no tissue damage to the pt, and the procedure was completed successfully.

Manufacturer narrative:
The device subject to this MDR was returned for evaluation. Upon visual examination and measurement, it was confirmed that the bur was not straight. Testing was performed and the results confirm the part had abnormal rotation with significant wobble. The manufacturing records were reviewed and no issues were identified which may have contributed to the alleged event. The root cause of this failure is undetermined; it may have been damaged during the manufacturing process, during shipment or at the customer facility.